Event description:
The rptr had breast augmentation performed on 1/16/81. She is presently experiencing pain in the right breast. She is awakened at night with sharp burning pain. She cannot lie on her right side.